Event description:
Thoracotomy procedure. Slcr55g fifth reload was loaded onto plc reusable stapler and calibrated, opened/closed without difficulty and fired. The unit partially cut and malformed staplers were noted on the distal end. Scissors were used to complete the cut and the site was oversewn with sutures to complete the case.